Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device got stuck and most of the clips fell ou of the device. There was no pt consequence. The procedure was completed with another device of the same product code.